Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer ruptured powerpicc catheter. No other information was provided. Additional information received on nov 20, 2023: incident was noted 40 days after use on the patient additional information received on nov 24, 2023: there was no intervention, the measure taken was catheter removal. The patient last dose was administered through peripheral access and she finished the cycle.

Event description:
It was reported by the customer ruptured powerpicc catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer ruptured powerpicc catheter. No other information was provided. Additional information received on nov 20, 2023: incident was noted 40 days after use on the patient additional information received on nov 24, 2023: there was no intervention, the measure taken was catheter removal. The patient last dose was administered through peripheral access and she finished the cycle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One video of a powerpicc sv catheter was returned for evaluation. An initial visual observation of the video showed the catheter being infused with a clear liquid. A leak could be seen in the catheter around the 11 or 12 cm depth marker. No details of the apparent damage could be seen on the catheter in the returned video. While a leak could be seen in the catheter in the returned video, there were no distinguishing features in the video of the device which could aid in identification of a specific root cause. Therefore, the cause of the leak in the catheter is unknown at this time. This complaint will be recorded for future trending and monitoring purposes.